Event description:
The reporter stated, the posterior capsule ruptured as the surgeon inserted the (B)(4) silicone plate lens. The lens was cut and removed from the eye. Another iol was implanted in the sulcus. Mild cornea edema noted.

Manufacturer narrative:
(B)(4) other, capsule tore as lens was inserted. Evaluation: method: other, work order search. Results: other, visual inspection of the returned product showed the lens was split in half and there was a dark surgical residue on the lens. A work order search was performed and there were no similar complaint found. Conclusion: no conclusion can be drawn: based on the complaint history, work order search and product evaluation, we unable to determine a specific root cause of the event. (B)(4).